Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received high blood glucose results on the mobile system and administered supplemental ultra-rapid insulin based on the results which caused the patient to have hypoglycemia. The patient is a young female, but the age of the patient was not provided. There were four episodes of hypoglycemia that needed intervention from a family member. On (B)(6) 2015 at 11:31 pm, the patient received a result of 407 mg/dl on the mobile meter. Based on the result, the patient gave herself 3 units of insulin. Her family found her with hypoglycemia around 3:00 am on (B)(6) 2015. No repeat measurements were done and the type of treatment provided was unknown. On (B)(6) 2015 at 8:51 am, the patient received a result of 319 mg/dl on the mobile meter. Based on the result, the patient gave herself 3 units of additional insulin with 4 units of usual insulin. Around one and a half hours later, the patient had hypoglycemia and her family treated her with glucose. The patient received a blood glucose result of 24 mg/dl at 10:21 am and 45 mg/dl at 10:22 am. On (B)(6) 2016 at 10:18 am, the patient received a result of 307 mg/dl on the mobile meter. Based on the result, the patient herself insulin and had hypoglycemia. The patient does not remember how much insulin she gave herself. The timeframe between the result and having hypoglycemia was unknown. The type of treatment provided was unknown. On (B)(6) 2016 at 10:36 pm, the patient received a result of 428 mg/dl on the mobile meter. Based on the result, the patient gave herself 4 additional units of insulin besides 3 units of usual insulin. Around one and a half hours later, the patient fainted from hypoglycemia. Her family treated her with glucose. The patient received a result of 91 mg/dl on (B)(6) 2016 at 12:31 am. The test strip lot number was not provided. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.